Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. It was also reported that the right atrial (ra) and right ventricular (rv) leads were intermittently oversensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.